Manufacturer narrative:
As of today, the lead is not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The investigation will continue as soon as new information becomes available.

Event description:
Ous MDR - on 18 october 2016, biotronik was informed that the lead was explanted due to suspected functional defects. The lead was not returned. Despite inquiries, biotronik has not received any information regarding the whereabouts of the product. No deterioration of the patients state of health was reported.